Event description:
Pt had an intrathecal baclofen (itb) pump removed due to a pocket infection from a decubitus ulcer. Pt had been on antibiotics and the dosage had been weaned back from 450 micrograms/day to 200 over approx 10 days. Pt presented with elevated temp, rigidity, rapid heart rate of 140. Pt diagnosed with acute itb withdrawal. Reversed this in 4 hrs with cyproheptadine. Pt was treated unsuccessfully with oral baclofen 20mg/day, diazepam 10mg bid, benadryl 50mg ib q6 h.